Event description:
Complainant alleged that while attending to a pt during a code (age & gender unk), the device did not detect an ECG signal. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.